Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hyperglycemia while using the ilet system, leading to frequent corrective dosing and multiple infusion set changes, and the patient reported announcing additional meals, sometimes simultaneously, in attempts to reduce elevated glucose. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, emergency treatment, or device alarms. Investigation included complaint handling and user education, with referral to the patient¿s clinician for potential therapy adjustments, including consideration of a factory reset. Investigation of this case revealed no confirmed device malfunction and no alert behavior, with the event associated with user dosing behavior and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.